Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 41 mg/dl, 105 mg/dl. Tests were done within 10 minutes with a difference of 57 mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes it was documented that, "customer was using expired strips".